Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and the physician elected to reposition the left ventricular lead. During the repositioning procedure, the physician noticed that the lead insulation appeared to be damaged. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was stretched, the distal conductor had blood/body fluid (not obstructed) on it, there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, there was blood in/on helix/lobe mechanism, and there was apparent lead explant damage.